Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jun-2021. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('implant had moved') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2014, the patient had essure inserted. In (B)(4) 2021, the patient underwent spinal fusion surgery ("operated for an l4 l5 hernia with arthrodesis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), chest pain ("chest pain"), neck pain ("cervical pain/neck pain"), back pain ("lumbar pain"), bone pain ("collarbone pain"), breast pain ("breast pain"), adnexa uteri pain ("ovaries pain"), pain in jaw ("jaws pain"), arthralgia ("shoulder blades pain"), headache ("headaches"), burning sensation ("burning all over the body"), dysgeusia ("taste of iron in the throat and mouth"), salivary hypersecretion ("more saliva"), productive cough ("phlegm"), abdominal distension ("continuous bloating/swollen stomach and abdominal swelling"), muscle spasms ("spasms"), heavy menstrual bleeding ("problems with haemorrhagic periods with clots"), vitamin a deficiency ("vitamin a deficiency"), iron deficiency ("iron deficiency"), folate deficiency ("folic acid deficiency"), alopecia ("hair loss"), pain of skin ("scalp pain"), fatigue ("permanent fatigue"), tachycardia ("tachycardia"), blood pressure fluctuation ("irregular blood pressure"), nausea ("nausea"), malaise ("malaise"), bromhidrosis ("profuse smelly sweating"), dry skin ("dry skin / very dry skin"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), dysarthria ("slurred speech"), balance disorder ("loss of balance"), clumsiness ("clumsy"), electric shock sensation ("electric shock from the hip, flank, intercostal area"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), tinnitus ("tinnitus"), increased upper airway secretion ("nasal and larynx phlegm"), oral herpes ("cold sores"), hordeolum ("stye"), lacrimation increased ("weeping eyes") and libido decreased ("libido strongly decreased") and was found to have weight decreased ("weight loss 17 kg"). The patient was treated with surgery. At the time of the report, the device dislocation, neck pain, back pain, bone pain, breast pain, adnexa uteri pain, pain in jaw, arthralgia, headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, abdominal distension, muscle spasms, heavy menstrual bleeding, vitamin a deficiency, iron deficiency, folate deficiency, alopecia, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, amnesia, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, increased upper airway secretion, oral herpes, hordeolum, lacrimation increased, libido decreased and spinal fusion surgery outcome was unknown and the chest pain had resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, balance disorder, blood pressure fluctuation, bone pain, breast pain, bromhidrosis, burning sensation, chest pain, clumsiness, disturbance in attention, dry skin, dysarthria, dysgeusia, ear disorder, electric shock sensation, fatigue, folate deficiency, headache, heavy menstrual bleeding, hordeolum, increased upper airway secretion, iron deficiency, lacrimation increased, laryngeal disorder, libido decreased, malaise, muscle spasms, nasal disorder, nausea, neck pain, oral herpes, pain in jaw, pain of skin, productive cough, salivary hypersecretion, spinal fusion surgery, tachycardia, tinnitus, vitamin a deficiency and weight decreased with essure. The reporter considered device dislocation to be related to essure. The reporter commented: health journey since (B)(6) 2020 very busy with magnetic resonance imaging, computed tomography scan, x-rays, procedures, pulmonologist, otorhinolaryngology, endocrinologist, neurologist, rheumatologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Hysteroscopy- on (B)(6) 2021: exam to locate the implant and determine the protocol for hysterectomy and salpingectomy. Ultrasound scan- on (B)(6) 2021: an implant had moved. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('implant had moved') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2021, the patient underwent intervertebral disc operation ("operated for an l4 l5 hernia with arthrodesis"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), chest pain ("chest pain"), neck pain ("cervical pain / neck pain"), back pain ("lumbar pain"), bone pain ("collarbone pain"), breast pain ("breast pain"), adnexa uteri pain ("ovaries pain"), pain in jaw ("jaws pain"), arthralgia ("shoulder blades pain"), headache ("headaches"), burning sensation ("burning all over the body"), dysgeusia ("taste of iron in the throat and mouth"), salivary hypersecretion ("more saliva"), productive cough ("phlegm"), abdominal distension ("continuous bloating / swollen stomach and abdominal swelling"), muscle spasms ("spasms"), heavy menstrual bleeding ("problems with haemorrhagic periods with clots"), vitamin a deficiency ("vitamin a deficiency"), iron deficiency ("iron deficiency"), folate deficiency ("folic acid deficiency"), alopecia ("hair loss"), pain of skin ("scalp pain"), fatigue ("permanent fatigue"), tachycardia ("tachycardia"), blood pressure fluctuation ("irregular blood pressure"), nausea ("nausea"), malaise ("malaise"), bromhidrosis ("profuse smelly sweating"), dry skin ("dry skin / very dry skin"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), dysarthria ("slurred speech"), balance disorder ("loss of balance"), clumsiness ("clumsy"), electric shock sensation ("electric shock from the hip, flank, intercostal area"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), tinnitus ("tinnitus"), increased upper airway secretion ("nasal and larynx phlegm"), oral herpes ("cold sores"), hordeolum ("stye"), lacrimation increased ("weeping eyes") and libido decreased ("libido strongly decreased") and was found to have weight decreased ("weight loss 17 kg"). The patient was treated with surgery. At the time of the report, the device dislocation, neck pain, back pain, bone pain, breast pain, adnexa uteri pain, pain in jaw, arthralgia, headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, abdominal distension, muscle spasms, heavy menstrual bleeding, vitamin a deficiency, iron deficiency, folate deficiency, alopecia, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, amnesia, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, increased upper airway secretion, oral herpes, hordeolum, lacrimation increased, libido decreased and intervertebral disc operation outcome was unknown and the chest pain had resolved. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, alopecia, amnesia, arthralgia, back pain, balance disorder, blood pressure fluctuation, bone pain, breast pain, bromhidrosis, burning sensation, chest pain, clumsiness, disturbance in attention, dry skin, dysarthria, dysgeusia, ear disorder, electric shock sensation, fatigue, folate deficiency, headache, heavy menstrual bleeding, hordeolum, increased upper airway secretion, intervertebral disc operation, iron deficiency, lacrimation increased, laryngeal disorder, libido decreased, malaise, muscle spasms, nasal disorder, nausea, neck pain, oral herpes, pain in jaw, pain of skin, productive cough, salivary hypersecretion, tachycardia, tinnitus, vitamin a deficiency and weight decreased with essure. The reporter considered device dislocation to be related to essure. The reporter commented: health journey since march 2020 very busy with magnetic resonance imaging, computed tomography scan, x-rays, procedures, pulmonologist, otorhinolaryngology, endocrinologist, neurologist, rheumatologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Hysteroscopy - on (B)(6) 2021: exam to locate the implant and determine the protocol for hysterectomy and salpingectomy. Ultrasound scan - on (B)(6) 2021: an implant had moved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 10-jun-2021. The most recent information was received on 03-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("implant had moved, partly in uterus (a quarter)/ one implant completely migrated into uterus"), pelvic pain ("pelvic pain female"), intervertebral disc protrusion ("herniated disc l4 l5") and sciatica ("paralyzing sciatica and was hospitalized") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In december 2020 she experienced sciatica (seriousness criterion hospitalisation). Essure was removed in (B)(6).2021. An unknown time later she experienced device expulsion (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), intervertebral disc protrusion (seriousness criterion hospitalisation), adnexa uteri pain ("ovaries pain"), musculoskeletal pain ("shoulder blades pain, shoulder pain"), impaired work ability ("inability to work"), fibromyalgia ("fibromyalgia"), arthralgia ("muscle, joint and musculoskeletal pain"), abdominal distension ("continuous bloating / swollen stomach and abdominal swelling"), muscle spasms ("spasms"), chest pain ("chest pain"), neck pain ("cervical pain / neck pain"), back pain ("lumbar pain"), bone pain ("collarbone pain"), breast pain ("breast pain"), pain in jaw ("jaws pain"), headache ("headaches"), burning sensation ("burning all over the body"), dysgeusia ("taste of iron in the throat and mouth"), salivary hypersecretion ("more saliva"), productive cough ("phlegm"), heavy menstrual bleeding ("problems with haemorrhagic periods with clots, large hemorrhages"), iron deficiency ("iron deficiency"), folate deficiency ("folic acid deficiency"), alopecia ("hair loss"), vitamin a deficiency ("vitamin a deficiency"), pain of skin ("scalp pain"), fatigue ("permanent fatigue"), tachycardia ("tachycardia"), blood pressure fluctuation ("irregular blood pressure"), nausea ("nausea"), malaise ("malaise"), bromhidrosis ("profuse smelly sweating"), dry skin ("dry skin / very dry skin"), memory impairment ("memory loss, memory impaired"), disturbance in attention ("difficulty concentrating"), dysarthria ("slurred speech"), balance disorder ("loss of balance"), clumsiness ("clumsy"), electric shock sensation ("electric shock from the hip, flank, intercostal area"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), tinnitus ("tinnitus"), increased upper airway secretion ("nasal and larynx phlegm"), oral herpes ("cold sores"), hordeolum ("stye"), lacrimation increased ("weeping eyes"), libido decreased ("libido strongly decreased"), apnoea ("moderate apnea (with mandibular orthosis)"), depression ("depression"), dizziness ("dizziness"), gastrointestinal disorder ("gastric problems"), oesophageal discomfort ("oesophageal discomfort (mucus)"), speech disorder ("speech problem"), tooth loss ("tooth loss") and vision blurred ("vision blurred") and was found to have weight decreased ("weight loss 17 kg"). The patient was treated with oxycontin (oxycodone hydrochloride), cortisone, laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), miorel [baclofen] and tilcotil (tenoxicam) as well as surgery (essure removal by hysterectomy and salpingectomy and operated for an l4 l5 hernia with arthrodesis (B)(6) 2021). At the time of the report, the chest pain had resolved. The outcomes for device expulsion, adnexa uteri pain, musculoskeletal pain, abdominal distension, muscle spasms, neck pain, back pain, bone pain, breast pain, pain in jaw, headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, heavy menstrual bleeding, iron deficiency, folate deficiency, alopecia, vitamin a deficiency, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, memory impairment, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, increased upper airway secretion, oral herpes, hordeolum, lacrimation increased and libido decreased were unknown. The reporter considered abdominal distension, adnexa uteri pain, apnoea, arthralgia, back pain, bone pain, breast pain, chest pain, depression, device expulsion, dizziness, fibromyalgia, gastrointestinal disorder, impaired work ability, intervertebral disc protrusion, muscle spasms, musculoskeletal pain, neck pain, oesophageal discomfort, pain in jaw, pelvic pain, sciatica, speech disorder, tooth loss and vision blurred to be related to essure administration. No causality assessment was received for essure with regard to headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, heavy menstrual bleeding, iron deficiency, vitamin a deficiency, folate deficiency, alopecia, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, memory impairment, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, increased upper airway secretion, oral herpes, hordeolum, lacrimation increased or libido decreased. The reporter commented: health journey since (B)(6) 2020 very busy with magnetic resonance imaging, computed tomography scan, x-rays, procedures, pulmonologist, otorhinolaryngology, endocrinologist, neurologist, rheumatologist. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. [Hysterosalpingogram] (date unknown): one essure was partly in the uterus. (A quarter) [hysteroscopy] on (B)(6) 2021: exam to locate the implant and determine the protocol for hysterectomy and salpingectomy [ultrasound scan] on (B)(6) 2021: an implant had moved. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: health authority reported that this report is a duplicate to report from lawyer record # (B)(4). (Medwatch 3500a MFR number 2951250-2023-03599) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter added: lawyer. Events added: apnoea, arthromyalgia, depression, dizziness, fibromyalgia, gastrointestinal disorder, impaired work ability, intervertebral disc protrusion, memory impairment, oesophageal discomfort, pelvic pain, sciatica, speech disorder, tooth loss, vision blurred.. Event device dislocation was specified to device expulsion. All events were considered related to essure. Remedial drugs were added. Essure was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4)) on 10-jun-2021. The most recent information was received on 07-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("implant had moved, partly in uterus (a quarter)/ one implant completely migrated into uterus"), pelvic pain ("pelvic pain female"), intervertebral disc protrusion ("herniated disc l4 l5") and sciatica ("paralyzing sciatica and was hospitalized") in an adult female patient who had essure inserted (lot no. 20180238, c61987) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("mention of 2 attempts: first insertion attempt failed"). The patient had a medical history of infection and parity 2. Previously administered products included: oral contraceptive nos and xanax. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she experienced sciatica (seriousness criterion hospitalisation). Essure was removed in (B)(6) 2021. On unknown date she experienced device expulsion (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), intervertebral disc protrusion (seriousness criterion hospitalisation), adnexa uteri pain ("ovaries pain"), musculoskeletal pain ("shoulder blades pain, shoulder pain"), impaired work ability ("inability to work"), fibromyalgia ("fibromyalgia"), arthralgia ("muscle, joint and musculoskeletal pain"), abdominal distension ("continuous bloating / swollen stomach and abdominal swelling"), muscle spasms ("spasms"), chest pain ("chest pain"), neck pain ("cervical pain / neck pain"), back pain ("lumbar pain"), bone pain ("collarbone pain"), breast pain ("breast pain"), pain in jaw ("jaws pain"), headache ("headaches"), burning sensation ("burning all over the body"), dysgeusia ("taste of iron in the throat and mouth"), salivary hypersecretion ("more saliva"), productive cough ("phlegm"), heavy menstrual bleeding ("problems with haemorrhagic periods with clots, large hemorrhages"), iron deficiency ("iron deficiency"), folate deficiency ("folic acid deficiency"), alopecia ("hair loss"), vitamin a deficiency ("vitamin a deficiency"), pain of skin ("scalp pain"), fatigue ("permanent fatigue"), tachycardia ("tachycardia"), blood pressure fluctuation ("irregular blood pressure"), nausea ("nausea"), malaise ("malaise"), bromhidrosis ("profuse smelly sweating"), dry skin ("dry skin / very dry skin"), amnesia ("memory loss, memory impaired"), disturbance in attention ("difficulty concentrating"), dysarthria ("slurred speech"), balance disorder ("loss of balance"), clumsiness ("clumsy"), electric shock sensation ("electric shock from the hip, flank, intercostal area"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), tinnitus ("tinnitus"), increased upper airway secretion ("nasal and larynx phlegm"), oral herpes ("cold sores"), hordeolum ("stye"), lacrimation increased ("weeping eyes"), libido decreased ("libido strongly decreased"), apnoea ("moderate apnea (with mandibular orthosis)"), depression ("depression"), dizziness ("dizziness"), gastrointestinal disorder ("gastric problems"), oesophageal discomfort ("oesophageal discomfort (mucus)"), speech disorder ("speech problem"), tooth loss ("tooth loss"), vision blurred ("vision blurred"), procedural haemorrhage (" slight bleeding and pain with insertion"), procedural pain ("slight bleeding and pain with insertion") and vomiting ("vomiting sensation were reported during the insertion") and was found to have weight decreased ("weight loss 17 kg"). The patient was treated with oxycontin (oxycodone hydrochloride), cortisone, laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), miorel [baclofen] and tilcotil (tenoxicam) as well as surgery (essure removal by hysterectomy and salpingectomy and operated for an l4 l5 hernia with arthrodesis (B)(6) 2021). At the time of the report, the chest pain had resolved. The outcomes for device expulsion, adnexa uteri pain, musculoskeletal pain, abdominal distension, muscle spasms, neck pain, back pain, bone pain, breast pain, pain in jaw, headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, heavy menstrual bleeding, iron deficiency, folate deficiency, alopecia, vitamin a deficiency, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, amnesia, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, increased upper airway secretion, oral herpes, hordeolum, lacrimation increased, libido decreased, procedural haemorrhage, procedural pain and vomiting were unknown. The reporter considered abdominal distension, adnexa uteri pain, apnoea, arthralgia, back pain, bone pain, breast pain, chest pain, depression, device expulsion, dizziness, fibromyalgia, gastrointestinal disorder, impaired work ability, intervertebral disc protrusion, muscle spasms, musculoskeletal pain, neck pain, oesophageal discomfort, pain in jaw, pelvic pain, procedural haemorrhage, procedural pain, sciatica, speech disorder, tooth loss, vision blurred and vomiting to be related to essure administration. No causality assessment was received for essure with regard to headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, heavy menstrual bleeding, iron deficiency, vitamin a deficiency, folate deficiency, alopecia, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, amnesia, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, increased upper airway secretion, oral herpes, hordeolum, lacrimation increased or libido decreased. The reporter commented: health journey since (B)(6) 2020 very busy with magnetic resonance imaging, computed tomography scan, x-rays, procedures, pulmonologist, otorhinolaryngology, endocrinologist, neurologist, rheumatologist. Nsertion report: mention of 2 attempts: first insertion attempt failed. Insertion on the right and then on the left. On the left, the implant was not fully penetrated the tube because of a potential spasm. (8 outer coils for the left side, and 4 outer coils for the right side). The post-operative course was simple. The patient was discharged the same day, under spasfon. A post-operative visit was scheduled 3 months later. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. [Hysterosalpingogram] (date unknown): one essure was partly in the uterus. (A quarter) [hysteroscopy] on (B)(6) 2021: exam to locate the implant and determine the protocol for hysterectomy and salpingectomy. [Ultrasound scan] on (B)(6) 2021: an implant had moved. Lot number: 20180238 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: medical record received. New events procedural pain, procedural bleeding, vomiting & device insertion complication are added. Lot number added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-jun-2021. The most recent information was received on 16-jul-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("implant had moved, partly in uterus (a quarter)/ one implant completely migrated into uterus"), pelvic pain ("pelvic pain female"), intervertebral disc protrusion ("herniated disc l4 l5") and sciatica ("paralyzing sciatica and was hospitalized") in an adult female patient who had essure inserted (lot no. 20180238, c61987) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("mention of 2 attempts: first insertion attempt failed"). The patient had a medical history of uterine adenomyoma, infection and parity 2 (1997 and 2001). Previously administered products included: oral contraceptive nos and xanax. As concurrent condition the report mentioned heavy periods. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she experienced sciatica (seriousness criterion hospitalisation). On unknown date she experienced device expulsion (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), intervertebral disc protrusion (seriousness criterion hospitalisation), adnexa uteri pain ("ovaries pain"), shoulder blade pain ("shoulder blades pain, shoulder pain"), impaired work ability ("inability to work"), fibromyalgia ("fibromyalgia"), arthralgia ("muscle, joint and musculoskeletal pain"), abdominal distension ("continuous bloating / swollen stomach and abdominal swelling"), muscle spasms ("spasms"), chest pain ("chest pain"), neck pain ("cervical pain / neck pain"), back pain ("lumbar pain"), bone pain ("collarbone pain"), breast pain ("breast pain"), pain in jaw ("jaws pain"), headache ("headaches"), burning sensation ("burning all over the body"), dysgeusia ("taste of iron in the throat and mouth"), salivary hypersecretion ("more saliva"), productive cough ("phlegm"), heavy menstrual bleeding ("problems with haemorrhagic periods with clots, large hemorrhages"), iron deficiency ("iron deficiency"), folate deficiency ("folic acid deficiency"), a first episode of alopecia ("hair loss"), vitamin a deficiency ("vitamin a deficiency"), pain of skin ("scalp pain"), fatigue ("permanent fatigue"), tachycardia ("tachycardia"), blood pressure fluctuation ("irregular blood pressure"), nausea ("nausea"), malaise ("malaise"), bromhidrosis ("profuse smelly sweating"), dry skin ("dry skin / very dry skin"), amnesia ("memory loss, memory impaired"), disturbance in attention ("difficulty concentrating"), dysarthria ("slurred speech"), balance disorder ("loss of balance"), clumsiness ("clumsy"), electric shock sensation ("electric shock from the hip, flank, intercostal area"), ear disorder ("otorhinolaryngology problems"), nasal disorder ("otorhinolaryngology problems"), laryngeal disorder ("otorhinolaryngology problems"), tinnitus ("tinnitus"), a first episode of increased upper airway secretion ("nasal and larynx phlegm"), oral herpes ("cold sores"), hordeolum ("stye"), lacrimation increased ("weeping eyes"), libido decreased ("libido strongly decreased"), apnoea ("moderate apnea (with mandibular orthosis)"), depression ("depression"), dizziness ("dizziness"), gastrointestinal disorder ("gastric problems"), oesophageal discomfort ("oesophageal discomfort (mucus)"), speech disorder ("speech problem"), tooth loss ("tooth loss"), vision blurred ("vision blurred"), procedural haemorrhage (" slight bleeding and pain with insertion"), procedural pain ("slight bleeding and pain with insertion"), vomiting ("vomiting sensation were reported during the insertion"), paraesthesia ("paresthesia"), menometrorrhagia ("menometrorrhagia"), metal poisoning ("heavy metal poisoning"), pain ("widespread body pain"), myalgia ("osteoarticular and muscular pain"), migraine ("migraines"), a second episode of alopecia ("hair loss"), gastric disorder ("gastric disturbances"), a second episode of increased upper airway secretion ("phlegm in the throat"), night sweats ("night sweat"), toothache ("dental pain"), abdominal pain ("abdominal pain") and musculoskeletal pain ("musculoskeletal pain") and was found to have weight decreased ("weight loss 17 kg"). The patient was treated with oxycontin (oxycodone hydrochloride), cortisone, laroxyl (amitriptyline hydrochloride), lyrica (pregabalin), miorel [baclofen], tilcotil (tenoxicam) and dicynone (etamsilate) as well as surgery (essure removal by hysterectomy and salpingectomy and operated for an l4 l5 hernia with arthrodesis (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, chest pain, dizziness, vision blurred and abdominal pain had resolved. The outcomes for device expulsion, adnexa uteri pain, shoulder blade pain, abdominal distension, muscle spasms, neck pain, back pain, bone pain, breast pain, pain in jaw, headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, heavy menstrual bleeding, iron deficiency, folate deficiency, vitamin a deficiency, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, amnesia, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, oral herpes, hordeolum, lacrimation increased, libido decreased, procedural haemorrhage, procedural pain, vomiting, paraesthesia, menometrorrhagia, metal poisoning, pain, myalgia, migraine, gastrointestinal disorder, night sweats, toothache, musculoskeletal pain, the last episode of alopecia and the last episode of increased upper airway secretion were unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, the second episode of alopecia, apnoea, arthralgia, back pain, bone pain, breast pain, chest pain, depression, device expulsion, dizziness, fibromyalgia, gastrointestinal disorder, gastric disorder, impaired work ability, the second episode of increased upper airway secretion, intervertebral disc protrusion, menometrorrhagia, metal poisoning, migraine, muscle spasms, shoulder blade pain, musculoskeletal pain, myalgia, neck pain, night sweats, oesophageal discomfort, pain, pain in jaw, paraesthesia, pelvic pain, procedural haemorrhage, procedural pain, sciatica, speech disorder, tooth loss, toothache, vision blurred and vomiting to be related to essure administration. No causality assessment was received for essure with regard to headache, burning sensation, dysgeusia, salivary hypersecretion, productive cough, weight decreased, heavy menstrual bleeding, iron deficiency, vitamin a deficiency, folate deficiency, the first episode of alopecia, pain of skin, fatigue, tachycardia, blood pressure fluctuation, nausea, malaise, bromhidrosis, dry skin, amnesia, disturbance in attention, dysarthria, balance disorder, clumsiness, electric shock sensation, ear disorder, nasal disorder, laryngeal disorder, tinnitus, the first episode of increased upper airway secretion, oral herpes, hordeolum, lacrimation increased or libido decreased. The reporter commented: health journey since (B)(6) 2020 very busy with magnetic resonance imaging, computed tomography scan, x-rays, procedures, pulmonologist, otorhinolaryngology, endocrinologist, neurologist, rheumatologist. Insertion report: mention of 2 attempts: first insertion attempt failed. Insertion on the right and then on the left. On the left, the implant was not fully penetrated the tube because of a potential spasm. (8 outer coils for the left side, and 4 outer coils for the right side). The post-operative course was simple. The patient was discharged the same day, under spasfon. A post-operative visit was scheduled 3 months later. She reported following the removal surgery that she had an improvement in near vision, experienced a rapid disappearance of pain (dizziness, cerebral), had less abdominal and pelvic pain. The experts asserted that there was no direct and certain causal link between the reported symptoms and essure. The experts asserted that there was no direct and certain causal link between the reported symptoms and essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. [Computerised tomogram] on (B)(6) 2020: at the l5-l4 level: presence of a global posterior disc bulge causing moderate stenosis of the spinal canal. No other significant disc involvement visible. Preservation of the height of the vertebral bodies. Incipient zygapophyseal joint arthrosis predominantly in l4-l5 and ls-s1. No lytic lesion or suspicious condensation. No listhesis [hysterosalpingogram] on (B)(6) 2015: it was found ¿in the right: proximal end with a marker in the ostium. No tubal patency. On the left: a quarter of essure in the intrauterine position. The remaining 3/4 in the non-patent tube¿. [Hysteroscopy] on (B)(6) 2021: exam to locate the implant and determine the protocol for hysterectomy and salpingectomy. [Magnetic resonance imaging] on (B)(6) 2020: c4-c5, c5-c6, and c6-c7 cervical arthrosis with a laterally displaced ossified hernia at c5-c6, slightly pushing the spinal cord to the right and the emergence of the right c6 root". (Expert note: the calcified hernia was not related to essure). [Pathology test] on (B)(6) 2021: cervix: junction zone with squamous metaplasia with discreet viral infection. Superficial uterine adenomyosis. Ovaries and fallopian tubes without specific lesions. Two essure devices found. No other suspicious anomaly found. (Expert note: at 40 years old, bleeding and pain were common. Uterine adenomyosis was also found, corresponding to uterine endometriosis, which could cause pelvic pain and bleeding). [Ultrasound breast] on (B)(6) 2015: it was found a peri-areolar super-external right tissue nodule requiring a biopsy excision, 5mm supero-external left nodules to be monitored. Acr4 classification on the right, acr3 on the left. [Ultrasound doppler] on (B)(6) 2021: "presence of 90% of the left essure implant in the left uterine horn and intra-endometrial, the right implant appears to be in an extra-endometrial position accessible by cornual resection. Right, implant in a good extra-endometrial position, on the left migration, intra-endometrial of the implant (90%), so migration of the left implant". (Note from the experts: this was not a migration because from the beginning, the left essure was intracavitary, lower down.) [Ultrasound scan] on (B)(6) 2021: an implant had moved [x-ray] on (B)(6) 2015: showed essure in place. Lot number: 20180238, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-jul-2024: medical record received. New events paresthesia, menometrorrhagia, heavy metal poisoning, widespread body pain, osteoarticular and muscular pain, intercostal pain, musculoskeletal pain, migraines hair loss gastric disturbances phlegm in the throat, night sweats dental pain & abdominal pain were added. Medical history, concomitant conditions, treatment drugs were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.